Event description:
Customer called to report a leak of less than 0.5 milliliters of glucose reagent near the glucose electrode of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the leak issue, during which it was determined that the electrode was not sufficiently tightened. The cts instructed customer to remove and reinstall the electrode, after which no further leaking was observed. The cts verified proper instrument function with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).